Event description:
It was reported that the ventilator's control printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, replacement of the control pcb was needed to repair the device. No more information was provided regarding what issue was caused by this part's malfunction or context of it. The device was delivered to the user in working condition. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The cause of the unknown issue in this customer product complaint have been determined. The issue was related to control pcb.